Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bottom drawer of the pyxis machine in the 1st floor medication room did not close easily and jammed due to hardware failure. Pharmacy dispensed medications from the central inventory instead of the decentralized supply in the interim. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was difficult to open and close. A field service engineer found a rail exposing ball bearings and replaced both rails to resolve and verified functionality. The system functioned as intended after the field service engineer repaired the device.